Event description:
Complainant alleged that the medics were monitoring an 81 year old female pt as she was being transported. When the medics attempted to switch the device from semi-automatic mode to manual mode they had to turn the key back and forth a few times before the device would switch into manual mode. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.